Manufacturer narrative:
Additional narrative: patient death was reported to be 4 days after the surgical procedure, which was performed on (B)(6) 2015. Therefore, a date of (B)(6) 2015 is being reported as date of passing. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).device used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: it was reported that the surgery was finalized with a substitute device of another size.

Manufacturer narrative:
Manufacturing investigation evaluation: the nail was received disassembled. The returned locking prong was found to be damaged. The returned nail and locking screw are in fair condition. A review of the locking prong supports the complainant¿s description of the compliant condition; therefore, this complaint is confirmed. However, the reason the locking prong is damaged is unknown from a manufacturing standpoint. Since no manufacturing related issues were identified and/or confirmed a definitive root cause could not be determined. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the physician reported broken mechanism of screw stability. Surgical delay was not more than 30 minutes. Patient died 4 days after surgery procedure. Surgeon indicated heart failure as cause of death. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: additional product code: hwc. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of depuy synthes (B)(4) device history records for manufacturing revealed no complaint related issues for complaint number (B)(4), part number: 456.317, lot number: 7119979, manufacture date: 12/07/12, expiration date: n/a, DHR review date: 04/16/2015. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.